Event description:
It was reported that a new ilet pump user experienced recurrent low glucose events and was overtreating hypoglycemia, resulting in a rollercoaster effect; the event involved user handling and education on proper treatment of lows, and the device component was not applicable. Symptoms included hypoglycemia and hyperglycemia ranging from 59 mg/dl to 213 mg/dl. Outcomes included no health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.